Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification (if applicable). Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ particles in valve: observed particles in the valve through visual inspection. No further actions are required as it is not related to the manufacturing process. ¿ migration: unable to observe this condition. No additional observations performed on the device. No further actions are required.

Event description:
Patient reported "out of my breast pocket". Healthcare professional later reported "implant has migrated outside the breast pocket". Healthcare professional later reported "particles in valve". This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, b6, g2, h6.

Event description:
Patient reported "out of my breast pocket". Later healthcare professional reported "implant has migrated outside the breast pocket". This record is for the right side. The device remains implanted and it will be returned.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration.

Event description:
Patient reported "out of my breast pocket" this record is for the right side. The device remains implanted.